Event description:
It was reported that the right ventricular (rv) lead had low impedance and high threshold. Therefore the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): (B)(4) implantable pacemaker 2006-(B)(6), 4568 implantable pacing lead 1999-(B)(6). (B)(4).